Event description:
It was reported that noise episodes were observed on atrial and ventricular leads via a remote transmission. The patient was brought into the clinic and the noise could not be reproduced with isometrics or pocket manipulation. Imaging the lead was recommended. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.